Event description:
The patient never experienced therapeutic effect following pump replacement. Device interrogation in 2009 revealed an 88% underinfusion. The event logs revealed multiple motor stalls following by motor stall recoveries. The patient had not heard the critical alarm. An alarm test was done to demonstrate the sound to the patient. The alarm interval was reprogrammed to every 10 minutes. The patient had not had any changes in her environment or having a magnetic resonance imaging. The pump was used to deliver dilaudid and bupivacaine. The pump was replaced. Afterward, the patient had cognitive issues. The pump was set to deliver 0.48 mg/day, the lowest possible rate, which was too high. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.